Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x12mm synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, the stent was pulled off from the delivery system when the stent protector was taken off. The stent was found on the drape. The device was never used to the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed damage. The proximal end of the stent was damaged. The stent was moved 2mm in a proximal direction from the distal markerband. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed distal end of the balloon. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed multiple inner/outer extrusion kinks. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID # (B)(4). Tw # (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x12mm synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, the stent was pulled off from the delivery system when the stent protector was taken off. The stent was found on the drape. The device was never used to the patient. The procedure was completed with another of the same device. No patient complications were reported.